Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 14, 2023.

Event description:
Per the clinic, the patient experienced pain and intermittencies with device use. Troubleshooting attempts were done, however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 5, 2023.